Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.

Manufacturer narrative:
Doctor diagnosed deflation of right implant on (B)(6) 2019.

Event description:
Alleged implant deflation resulting in explantation.